Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6) 2022 to (B)(6) 2022. Blood glucose level when admitted in the hospital was 597 mg/dl. The another blood glucose level was 330 mg/dl. It was unknown whether customer was using the auto mode feature. The customer declined to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.